Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to pt injury previously. Device issue: dislodged stent. It was reported that the stent dislodged from the balloon prior to use in the pt. There was no pt involvement. No additional event or pt info is available.

Manufacturer narrative:
(B) (4): results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Eval summary - quality assurance analysis revealed the stent delivery system (sds) was returned with blood on the balloon and stent. There was no contrast visible. The stent implant was returned dislodged from the sds. There were two bent struts in the first row of proximal struts and three struts in the first row and two struts in the second row of the distal struts. There was no other damage noted to the stent implant. The balloon was tightly folded with crimp marks between the markers. The proximal and distal balloon shoulder were bunches. There were two kinks in the hypotube, 16 and 23 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. A snap gauge was used to measure the outer diameters (od) of the stent implant. The middle od measurements met mfg criteria. The proximal and distal of measurements could not be taken due to the damage. Product performance engineering reviewed the incident. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices and/or previously implanted stents. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. A sampling of units is destructively tested prior to release to verify stent dislodgement force. The middle stent outer diameters met mfg criteria; however, the distal and proximal measurements could not be taken due to the damage noted. The damage noted is consistent with the dislodgment and handling of the stent after the dislodgment. The protective sheath was not returned which may have aided the eval and determination of cause. In this case, it is possible the stent dislodgment occurred during handling of the device during preparation for use; however, it is unk when the stent dislodged. Analysis noted the distal and proximal ends of the balloon were bunched and there were two kinks in the hypotube. Since this damage was not reported in the incident info, the balloon bunching and kinks may have occurred during packaging, handling and return to abbott vascular for analysis . This damage does not appear to be related to or have contributed to the reported stent dislodgment; however, a conclusive cause could not be determined. The mfg records were reviewed and did not reveal any non-conformances associated with this lot and all lot release testing met spec. However, a conclusive cause for the reported stent dislodgment could not be determined. There is no indication of a product quality deficiency; therefore, no corrective action will be implanted in this case. Product performance engineering will monitor the incident circumstance. This MDR is considered closed by the product performance group.